Event description:
As reported: "during an intervention for a complex fracture of proximal humerus: two drill bits d.2.5 broken during the perforation of the humeral shaft, through a hole in the plate. Broken distal part recovered. A drill bit d.3,1, broken during the perforation of the humeral head, through a hole in the plate. Broken distal part recovered."

Manufacturer narrative:
Correction: refer to d10/h3 the reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed. Device disposition is unknown.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during an intervention for a complex fracture of proximal humerus: two drill bits d.2.5 broken during the perforation of the humeral shaft, through a hole in the plate. Broken distal part recovered. A drill bit d.3,1, broken during the perforation of the humeral head, through a hole in the plate. Broken distal part recovered."